Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon was able to squeeze the handle, but the clips does not hold tightly to the vessel. Clips that disengaged into the patient were retrieved. A new product was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted presence of eight clips in the instrument tube. The pusher bar was observed to be buckled. The instrument could not be functionally evaluated as the safety interlock feature was engaged. It was reported that during the laparoscopic cholecystectomy, the surgeon was able to squeeze the handle, but the clips does not hold tightly to the vessel. Clips that disengaged into the patient were retrieved. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired and if the heavy load is applied to the side of the jaw which partially closes it during the clip loading process. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.